Event description:
The dental implant fx5010swc was removed on (B)(6) 2017 due to failure to osseointegrate 14 days after implantation. The doctor indicated that local infection and bone resorption caused the implant removal. The patient has no significant medical history and has been recovered without complications.